Event description:
It was reported the pt is unable to establish communication between her scs ipg and charging system (confirmed by an sjm rep). It was also reported the scs ipg appears to be titled. Additionally it was reported the pt has lost a significant amount of weight. A replacement charging sys was sent to the pt. F/u identified the issue did not resolve with the replacement charing sys. The pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.